Event description:
It was reported that during a ukr procedure, the burr got stuck into the long attachment. The procedure was cancelled.

Manufacturer narrative:
H10: h3, h6: the device, used for treatment, was not returned for investigation and no inspection could be completed. It was found that this issue has occurred before and that overuse leads to bearings wearing to the point that the inner race becomes misaligned relative to the long attachment axis and therefore one cannot insert the bur. Burs getting stuck in long attachments are indicative of over-tightening as seen in past reports. DHR review found the device met specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for preparing the surgical drill and proper assembly of the handpiece including the long attachment. This is an identified failure mode within the risk assessment. We could not confirm if there was a relationship established between the reported event and the device. However, based on prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to a mechanical component failure.